Event description:
It was reported that when the packaging was opened during a case, it did not contain a 47-4307-031-00. Inside the package was part number 47-4301-031-00.

Manufacturer narrative:
Evaluation summary: affected lot 62071190 has been recalled and is part of correction and removal report 1822565-05/25/2012-004-r. Evaluation: one 47430103100 b/f glenoid drill was returned for review with packaging for a 47430703100 glenoid drill lot 62071190.